Manufacturer narrative:
A ge service rep performed an on site investigation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system locked up with a charger failed error message. A precharge voltage error will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.